Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. It was noted the rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. This report is based solely on device analysis. The device associated with this adverse outcome was returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant products: d154atg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2006; 5076-58 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
The lead was returned to the manufacturer with no information, was analyzed and tested out of specification. Further review of the manufacturer¿s database indicated this patient is deceased and died approximately four years post lead implant.